Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This MDR was submitted on (B)(4) 2011; however, due to a failure to receive any acknowledgements, this MDR is being resubmitted on (B)(4) 2011.

Event description:
The customer reported to baxter (B)(4) a continu-flo solution set that "breaks very easily." The condition occurred prior to patient use. There was no patient injury or medical intervention associated with this event. This is report 8 of 35 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4): additional information. The samples were received for evaluation on (B)(4) 2011. Actual and companion samples were received for evaluation for the reported condition of "sets break easily." The samples were visually inspected and no abnormalities were observed. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.